Manufacturer narrative:
The investigation into the purge leak has been completed. The impella pump was returned for investigation. A video received from the field confirmed the purge leak emanated from the pressure reservoir of the purge sidearm. When reproduction testing was performed on the returned pump, the pressure reservoir leaked. Further visual inspection revealed the source of the leak was a puncture hole in the blue diaphragm of the pressure reservoir. Therefore, it was determined that the cause of the purge leak was sidearm reservoir damage resulting from improper technique by the end user. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk cpi section: cleaning as noted in the impella IFU ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported there was leakage from the pressure reservoir of the pump catheter body. Reportedly the "purge pressure drop" alarm was continuously sounding until the pump catheter body was replaced. Despite lowering the impella support level from pressure eight to pressure four or two, no significant changes in the patient¿s hemodynamics were observed. The decision was made to remove impella and place an intra-aortic balloon pump (iabp). Upon removal of the impella, the clinician confirmed the liquid leaking was from the back side of the pressure reservoir, however no damage such as cracks were observed at the relevant location. There was no patient harm reported, and this device was explanted.